Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip would not deploy. Additionally, the same problem occurred on the other resolution 360 clip. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.